Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The annex codes were updated to align with the qe's investigation. The probable root cause of the reported complaint can be attributed to a calibration loss of the affected master tool manipulators (mtm).

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed the gravity calibration workflow for the master tool manipulator (mtm). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical territory associate (cta) called an intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that the surgeon reported the right arm was drifting when he removed his head from the viewer and released the right master tool manipulator (mtm), causing the instrument to move. The left mtm did not move. Reviewed error logs and noted no messages or errors. Cta did not specify which console was affected. She was not on site. The procedure was completing as planned with no reported injury.